Event description:
It was reported that during an laparoscopic appendectomy procedure, the device cut but did not staple. The case was completed with another device. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Spring cartridge lockout tab . Additional information: the event occurred on initial firing; device jaws inspected between loadings; device jaws rinsed between loadings; unknown if there were any issues with previous firings or loadings; unknown if tissue was excised prior to examining staple line; issue detected visually; issue not detected by leak test; device was not fired across staple line or staple lines; buttressing material was not used. The analysis showed that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.